Event description:
The patient came in due to signs of infection and the pathogen was unknown. At 11 months post primary the surgeon performed a washout and poly swap and the surgery was completed successfully.

Manufacturer narrative:
Batch review performed on (B)(6) 2023: lot 2110146a: (B)(4) items manufactured and released on (B)(6) 2021. Expiration date: 2026-09-10. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event in the period of review.